Manufacturer narrative:
The doctor could not recall patient or incident details; however, the patient's restoration was re-cemented with a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, retain samples were evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process.

Manufacturer narrative:
The returned product was evaluated for adhesive strength, yielding results within specifications.

Event description:
A doctor alleged six (6) patients experienced the debonding of their restorations approximately one (1) month after placement, with maxcem elite clear. This is the third of six (6) reports.